Event description:
There was no patient involved in this event. This device malfunctioned because the device would not power-on. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
There are 10 recorded manual power ups on (B)(6) 2011 suggesting the user was able to switch on the device. The history before this date had been deleted. On insertion of a test pad-pak the device switches on by itself and will respond to the on/off switch to turn off but will not switch on again using the on/off switch confirming the fault. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.